Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a scratch (hole) in the camera cable, water-tightness defect in the camera cable, and deterioration in the charged coupled device a root cause could not be identified. A cause was not established for the scratch (hole) in the camera cable and the deterioration of the charged coupled device. It is presumed that the camera cable has a flaw (a hole) and was unable to maintain airtightness, resulting in a water-tightness failure, resulting in a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
In preparation to a therapeutic laparoscopic procedure.

Event description:
It was reported the subject device had a poor-quality image (disconnection). The issue was identified in preparation to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.